Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon wants this size six std summit duofix measured and reported back to him if it was within tolerances. He broached to a size six but when he went to implant the stem it was 5 mm proud. He then tried to use threaded inserter and it cross threaded. Had to use a clamp on style also hammer which damaged the taper. A second size six standard was then opened after re broaching. It was implanted with out further problems.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that there was a ten-minute surgical delay.

Event description:
Additional information was received stating that no adverse events occurred. Patient is doing well I was told. Surgeon does want to know if that implant was within size tolerances. Only one stem inserted was damaged trying to remove the stem. The taper was damaged because a clamp on slap hammer was used to remove the stem.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (clinical and impact code)